Manufacturer narrative:
The second slda device mentioned in b5 was filed under a separate medwatch report number. The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4) - triluminate pivotal. Patient ID: (B)(6). It was reported that on (B)(6) 2020 the patient presented with mixed tricuspid regurgitation (tr) with a grade of 4. Three triclips were successfully implanted, reducing the tr to grade 0. On (B)(6) 2021, a second triclip procedure was performed due to a single leaflet device attachment with one of the three previously implanted clips. Two additional triclips were successfully implanted, stabilizing the slda triclip. The tr was reduced from grade 5+ to 3+. On (B)(6) 2024, a second slda was noted with massive tr. The slda is associated with the ntw triclip implanted during the second procedure. Reportedly, the slda was due to a fused pacer lead which had fused to the leaflet, causing a pulling on the leaflet with the ntw device. The second slda which had occurred following device approval in the us was captured and reported in (B)(6). On (B)(6) 2025, an elevated tricuspid gradient was observed. No treatment was provided. There was no additional malfunction or device issue noted. Reportedly, the elevated gradient might be spurious. Another echocardiogram will be performed in (B)(6).

Event description:
Crd_946 - triluminate pivotal patient ID: (B)(6). It was reported that on (B)(6) 2020 the patient presented with mixed tricuspid regurgitation (tr) with a grade of 4. Three triclips were successfully implanted, reducing the tr to grade 0. On (B)(6) 2021, a second triclip procedure was performed due to a single leaflet device attachment with one of the three previously implanted clips (tcds0203-xt, 00109p5030) [please reference (B)(4) for the slda complaint). Two additional triclips (tcds0303-xtw, 10714r1073 and tcds0303-ntw, 10504r1007) were successfully implanted, stabilizing the slda triclip. The tr was reduced from grade 5+ to 3+. On (B)(6) 2024, a second slda was noted with massive tr. The slda is associated with the ntw triclip implanted during the second procedure (tcds0303-ntw, 10504r1007). Reportedly, the slda was due to a fused pacer lead which had fused to the leaflet, causing a pulling on the leaflet with the ntw device (please reference (B)(4) for the 2nd slda complaint). On (B)(6) 2025, an elevated tricuspid gradient was observed. No treatment was provided. There was no additional malfunction or device issue noted. Reportedly, the elevated gradient might be spurious. Another echocardiogram will be performed in november. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported tricuspid stenosis could not be determined. The reported patient effect of tricuspid stenosis, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.